Event description:
Ous MDR - after an implantation during of about 9 months no capture or sensing was reported. The patient did not feel well and was tired. No other adverse patient side effects have been reported. Programming was adjusted to ensure capture and sensing of this right ventricular lead, which remains implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.